Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with irritation in the left eye four days post lasik. It was noted that the patient did not use the prescribed topical eye drops over the weekend. The topical steroid dosage was increased and is being monitored. Additional information requested.